Event description:
Complainant alleged that while attending to a pt (age & gender unk), the device would not discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.